Manufacturer narrative:
The caller has isolated the reported problem of no audio to the main pcb. The caller has declined returning the device for evaluation. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.

Event description:
Company received a report that the unit did not provide an audible tone. There was no patient harm reported.